Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker failed to be interrogated and was unable to pace. The pacemaker was explanted and replaced.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of failure to interrogate and pacing problem were confirmed. As received, the device had no telemetry communication and anomalous output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, indicating normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Correction: section b3 ¿ the event date should have been (B)(6) 2022 rather than (B)(6) 2022. Section d6b - the pacemaker was explanted and replaced on (B)(6) 2022 rather than (B)(6) 2022.